Manufacturer narrative:
Product event summary: at incoming inspection for analysis, it was noted that a pin was stuck in the atrial connector which rendered the connector unusable. It was additionally noted that the lower case was cracked inside, the ring attachment, cover bail and bail attachment were missing and the battery contacts were visibly contaminated. The device was cleaned, the lower case, atrial connector, ring attachment, cover bail and bail attachment were replaced and the battery contacts were inspected and all visible signs of contamination were removed. The device then passed all tests.

Event description:
It was reported that the external pulse generator was broken down and had broken connectors. The generator has been returned for service. No patient complications have been reported as a result of this event.